Event description:
It was reported that the customer needs assistance with the infusion set. The blood glucose reading was 390mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The caller stated that insulin squirted out during the manual prime test, and the device was stuck in the prime loop. Advised the spouse to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.